Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized three times due to hyperglycemia. The customer stated that she stopped using the insulin pump after the events. The customer did not have the insulin pump available to perform troubleshooting. The customer stated that she performed troubleshooting on the insulin pump herself, and the insulin pump was not delivering insulin. The customer stated that the insulin pump may have alarmed no delivery. The customer stated that no other errors or alarms occurred on the insulin pump. Nothing further was reported.